Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on (B)(4) 2020 reporting that a successful revision of pocket location was performed on (B)(6) 2020. The cause was due to the sutures breaking. No further complications were reported.

Manufacturer narrative:
Additional review indicated that (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient believes that her ins migrated with the pocket, resulting in increased pain at the pocket site and surrounding area. The patient said she noticed it when bending over to per her dog. There are no known factors that may have led to this at this time. The patient currently has revision planned. The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.